Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection with redness, erythema, and induration at the pod¿s insertion site while wearing the device longer than 48 hours. The patient contacted a hcp (health care professional) who prescribed her mupirocin 2% ointment, to be applied 3 times a day.